Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was exhibiting premature battery depletion (pbd). The battery status could not be assessed using a programmer or by manually applying a magnet and is suggestive the device was at end of life (eol). Subsequently, the patient underwent a revision surgery and the device was explanted and replaced. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tool marks and dents in the case, and body fluid contamination in the lead barrels. All four seal plugs had holes in them. Analysis confirmed the clinical observation of premature battery depletion (pbd). The titanium case was opened and visual inspection revealed no irregularities. Testing found that there was no telemetry due to a depleted cell, however; laboratory analysis was unable to determine the condition that caused the cell to deplete.